Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to tibial loosening a year later.

Manufacturer narrative:
Pt identifier:- (B)(6). Concomitant medical product: nexgen tibial component stemmed precoat, cat#: 00598002701, lot#: 61667549. Nexgen stem extension straight 13mm dia x 100mm length, cat#: 00598801013, lot#: 62242952. Articular surface with locking screw. Cat#: 00599402223, lot#: 61709983. Nexgen femoral component option size c left, cat#: 00599401391, lot#: 60428636. Customer has indicated that the product will not be returned [location unknown at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00411, 0002648920-2017-00412, 0002648920-2017-00413, 0001822565-2017-04501, 0001822565-2017-04502.

Event description:
It has been reported that the patient was revised for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.